Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to reported symptoms: high blood pressure, headache and irritability. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in a follow-up call 11-aug-2023 to ensure the customer's condition had improved and that the initial concern was resolved - able to contact customer who stated he had ordered a competitor¿s meter. Customer declined to give out any of his personal information and then ended the call. Manufacturer is unable to confirm if customer was still experiencing symptoms or if any medical intervention had been required after the initial call..

Event description:
Consumer reported complaint for error message (e-2) using replacement meter (internal report reference (B)(4). Customer did express risk factor of meter use. Customer stated that within the past week he has obtained about 12 errors. Customer stated he had obtained several e-2 errors that day. Customer expressed frustration and stated that he "smashes the meter" due to it not working. Product information - meter serial number and test strip lot number - were not provided. Customer stated he would not be using manufacturer's product. Customer was not feeling well; customer stated he had a headache and knows his blood pressure is elevated and he was very angry. Customer was asked if symptoms were related to his diabetes and he stated no. Customer stated that he may end up in the hospital; customer stated he may have a diabetic attack because he does not know his blood glucose test results.